Manufacturer narrative:
No product will be returning for analysis. (B)(4).

Event description:
The following information was identified in a published literature review by james wee, and keng thiam lee, dept. Of orthopaedic surgery, tan tock seng hospital, singapore. In july 2010, a 26 year old man presented with a 2 year history of pain and instability of the right knee following a soccer injury. He had a complete tear of acl, medical meniscus and partial cartilage loss in medial compartment. The patient underwent arthroscopic acl reconstruction and partial medical meniscectomy using semitendinosus and gracilis autograft. The graft was fixed with an endobutton cl loop in the femur and a biosure screw in the tibia. At 15 day follow-up he was afebrile but had moderate knee pain. A large knee effusion was noted which was aspirated yielding 80ml of haemoserous fluid. He declined surgery at this time but was given oral antibiotics. However on day 21 he eventually underwent extensive debridement, synovectomy and washout. The acl graft was intact. A drain was inserted before closure. The patient was hospitalized for 8 days due to increased levels of wbc count, crp levels. At the 25 month follow-up he had no knee pain or instability and was able to jog and play recreational sports.